Manufacturer narrative:
Complaint conclusion: during coil embolization of a 2.8 x 3.4mm left anterior communicating artery aneurysm, a prowler microcatheter (606-151x, lot unknown) was placed at the aneurysm, and an orbit coil ((B)(4)) was placed to shape the aneurysm with no resistance being felt. The following orbit (637mf2535/16060740) could not be pushed out of the microcatheter due to resistance within the microcatheter, and the surgeon noted that the coil had stretched after it was removed. It was unknown when the stretching had occurred or if the coil had been partly in the aneurysm. The procedure was completed with a new microcatheter and coils. There were no kinks in the microcatheter that may have contributed to the event, and a continuous flush had been maintained through the catheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no report of patient injury or clinically significant delay in the procedure. The coil was returned; however, the microcatheter was discarded by the customer. The device was not returned for analysis. In addition, the lot number was not provided; therefore, a device history record (DHR) review could not be performed. The coil stretching was confirmed during the coil analysis. The condition of the embolic coil was apparently caused by applying excessive force, but it could not be conclusively determined. However, these defects could not be related to the manufacturing process, and procedural factors appear to have contributed to have these damages. Without return of the microcatheter it is not possible to determine if this device contributed to the event. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Therefore no corrective action will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated reference number of 1058196-2015-00136 and 1058196-2015-00135.

Manufacturer narrative:
The lot number of the device could not be obtained. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated reference number of 1058196-2015-00136 and 1058196-2015-00135.

Event description:
During coil embolization of a 2.8 x 3.4mm left anterior communicating artery aneurysm, a prowler microcatheter (606-151x, lot unknown) was placed at the aneurysm, and an orbit coil (637mf0306) was placed to shape the aneurysm with no resistance being felt. The following orbit (637mf2535/16060740) could not be pushed out of the microcatheter due to resistance within the microcatheter, and the surgeon noted that the coil had stretched after it was removed. It was unknown when the stretching had occurred or if the coil had been partly in the aneurysm. The procedure was completed with a new microcatheter and coils. There were no kinks in the microcatheter that may have contributed to the event, and a continuous flush had been maintained through the catheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no report of patient injury or clinically significant delay in the procedure. The coil was returned; however, the microcatheter was discarded by the customer.